Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set leakage from site on (B)(6) 2024. Infusion set has been used for 2 days. The blood glucose level was 14.0 mmol/l. Therefore, patient was treated with correction via 3.6-unit IV bolus. No further information available

Manufacturer narrative:
E1: patient information: (B)(6).